Event description:
Related manufacturer reference number: 2017865-2022-19308; related manufacturer reference number: 2017865-2022-19309. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post paced t wave oversensing, post sensed t wave oversensing, and intracardiac electrograms (egs) anomalies on the pacemaker. Device interrogation revealed high pacing impedance on both the right ventricular (rv) lead atrial (rv) lead noise on the ra lead. The physician elected to explant and replace the pacemaker. The patient was in stable condition.

Manufacturer narrative:
Correction: d6b was missing.

Manufacturer narrative:
The reported events of incorrect results, oversensing, and undersensing were confirmed. As received, the device had unstable telemetry communication and anomalous outputs. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at normal levels, with signs of rapid depletion. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post paced t wave oversensing, post sensed t wave oversensing, under-sensing, and intracardiac electrograms (egs) anomalies on the pacemaker. Device interrogation revealed high pacing impedance on both the right ventricular (rv) lead atrial (rv) lead noise on the ra lead. The physician elected to explant and replace the pacemaker. The patient was in stable condition.